Event description:
The following information was reported to gore: on (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. At the final angiography, type ii endoleak was confirmed. The patient was decided to be monitored and the procedure was completed. On an unknown date, follow-up CT revealed the enlargement of the common iliac arteries. On (B)(6) 2021, a reintervention was performed. During the reintervention, a distal type I endoleak was confirmed from the right side. The right internal iliac artery was coil embolized and an additional stentgraft was extended into the right external iliac artery. Neither a distal endoleak from the left side nor type ii endoleak were detected. As a treatment toward the enlargement of the left common iliac artery, an additional stentgraft was also implanted into the left distal side. The patient tolerated the procedure. Reportedly there was a tendency of enlargement of the iliac arteries at the time of initial procedure.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4) a severe injury, illness or impairment which requires hospitalization or medical intervention. (B)(4) use of an additional or alternative device was required to achieve optimal outcome. Additional stent graft was implanted into the left distal side. (B)(4) problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. (B)(4) an adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. (B)(4) the investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. (B)(4) the investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. (B)(4) the actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. (B)(4) the device either functioned as intended or a problem was not found. (B)(4) the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.